Event description:
It was reported that the patient was experiencing overstimulation, burning sensation and shocking sensations throughout their body. The patient has also developed anxiety and mental issues, but it is currently unknown if this was related to their spinal cord stimulator (scs).